Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer experienced low blood glucose readings. Customer stated that they had blood glucose readings of 88 mg/dl end of july. Customer reported symptoms of shaking, sweating and mental confusion. Displacement test was performed and passed. Customer stated that the insulin pump was dropped in the past and the dive support cap appeared to be normal. Customer's blood glucose reading at the time of the call was 336 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.